Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter transfer set. (B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis and/or a batch review could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On the same day as the onset, the patient was hospitalized for the peritonitis event. Beginning the day after the onset, the patient was treated with ceftazidime (625 milligrams in five liters, route, frequency, and duration not reported) for the peritonitis event. Dianeal and extraneal therapies were ongoing. The patient was recovering from the peritonitis. Additional information was requested but is not available. This is report 1 of 3.